Manufacturer narrative:
(B)(4):the keypad buttons were found to be intermittently responding to presses and the bolus button was found to be unresponsive. The keypad was removed and adhesive was observed under the button contacts. The bolus button was removed and the internal button was found to be misaligned. Unrelated to the complaint, the display was found to be dim and miscolored.

Event description:
It was reported that the keypad buttons were unresponsive. There is no additional information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).